Manufacturer narrative:
The customer reported that their analyzer would not power on and that the batteries were warm. There was no allegation of patient/user harm. There was no allegation of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. It is known that improper insertion of batteries in any device may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that their analyzer would not power on and that the batteries were warm. There was no allegation of patient/user harm. There was no allegation of incorrect results.